Event description:
In preparation for a banding procedure, a cook 6 shooter saeed multi-band ligator was loaded through an olympus endoscope. The hooks on the introduction catheter disconnected. The user was never able to load the device onto the endoscope. A device made by another company was used to finish the procedure without difficulty. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A catheter, 1 barrel with 6 bands, and the string attached were returned. A blue hook was attached directly on the knot of the string. A loose blue hook was also returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's stylet wire, as well as the blue hooks were measured and verified to be within the appropriate manufacturing specifications. No kinks or bends were identified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.